Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported by customer during use of transray plus intra-aortic balloon (iab), that the catheter required inspection alarm was frequently issued.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing 76.7cm from the iab tip. The extender tubing, three-way stopcock and syringe were also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d4(lot#,exp.date,UDI#),d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing 76.7cm from the iab tip. The guidewire was returned inside of the iab. The extender tubing, three-way stopcock and syringe were also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).